Event description:
The hospital reported that prior to the start of the endoscopic vein harvesting procedure, when performing the pre-test of the vasoview hemopro 3, an increased amount of smoke was noted. After the pre-test was performed, and prior to inserting the jaws into the cannula, they activated the hemopro 3 jaws and an increased amount of white smoke was noted from the jaws. No co2 leak was noted; therefore, no location or remediation applies. No alarm or error message occurred because the insufflator (co2 tubing) was not attached for the pre-test, so the insufflator device and co2 tubing were not involved in this event. No smoke evacuation was observed coming from the cannula handle because the bisector had not yet been placed in the cannula. No smoke clearing was observed because this was only a pre-test and the device had not yet been used in the tunnel. The hemopro 3 kit was removed from the table, and a new kit was opened and used for the case. There was no patient injury because the device had not been used on the patient. There was no delay in the procedure. Per the photo, a circle of white smoke was observed.

Manufacturer narrative:
(B)(4).updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11the device was returned to the factory for evaluation on june 25, 2026. An initial investigation was conducted by r&d engineering on june 25, 2026 and was finalized on july 10, 2026. A visual inspection was conducted. The following components of the harvesting tool were evaluated and assessed.component observed resultsprimary jaw intact, no visible damagesecondary jaw outer silicone burnt and crackedheating element intact, no visible damagepeek insert melted, extruded peek through silicone jacketdistal heat shrink intact, no visible damage.a functional test was performed. Resistance, jaw force activation, resistance, and cauterization tests were conducted to characterize the performance of the primaryand secondary jaw. The following table summarizes the testing and results:resistance test: specification less than 1.20 ohm. Measured value: 0.8275 ohm. Result: pass.jaw force activation - opening force: specification greater than or equal to 0.16 lbf. Measured value: 0.70 lbf. Result: pass.jaw force activation - closing force: specification greater than or equal to 1.15 lbf. Measured value: 1.68 lbf. Result: pass.wet gauze test: result: pass.bacon tissue cutting test: four bacon cuts were successfully performed. Result: pass.additional measure activities included a site visit on june 30th, 2026. The following table summarizes details from the visit.observation area: power supply voltage, no load (serial (B)(6).site result: onsite testing revealed no issues with no load voltage and the device performed within specifications.observation area: power supply voltage, loaded (serial (B)(6).site result: onsite testing revealed no issues with loaded voltage and the device performed within specifications.observation area: power supply current, no load (serial (B)(6).site result: onsite testing revealed no issues with no load current and the device performed within specifications.observation area: power supply current, load (serial (B)(6).site result: onsite testing revealed no issues with loaded current and the device performed within specifications.observation area: wet gauze testsite result: user cauterized harvesting tool on wet gauze. Steam was witnessed (not smoke). Getinge personnel had to instruct user to stop activating device once steam was generated. Based upon the evaluation, manufacturing data, and site visit performed, failure of the device to meet specifications is not confirmed. The device and power supply performed to specification. In addition, inspection of the device revealed overheating of the silicone and peek insert. This suggests the device was activated without media in the jaws. This indicates the most likely root cause of smoke generation during pre-test is that the device was activated without wet gauze as indicated in the instructions for use. The lot # 3000555521 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.